Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in the cheeks. 6 weeks later, patient was injected again with juvéderm® voluma¿ with lidocaine, this time in the lower face/jaw. 10 days later, patient developed an abscess in their right jaw. Treated with augmentin, incisions and drainage. Symptoms ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00259 (allergan complaint #(B)(6)). This MDR is being submitted for the second injection of suspect product, juvéderm® voluma¿ with lidocaine.